Manufacturer narrative:
The patient was initially operated on prior to 2006. The patient reported the screw broke right after the first surgery. Part of the broken implant was recovered during the revision surgery on (B)(6) 2017. Medicrea international is submitting this report on behalf of importer: (B)(4). Exemption e2017030.

Event description:
The patient was initially operated on prior to 2006. The patient reported the screw broke right after the first surgery. Part of the broken implant was recovered during the revision surgery on (B)(6) 2017.